Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment. This occurred on an unknown reuse number. This pt's pre-treatment weight was 54.3 kilograms (kg), the target weight was 2.3kg and the hcp indicated that 4.4kg of fluid was removed. During the treatment the pt complained of nausea, cramping and dizziness. The ultrafiltrate was lowered then treatment discontinued. The pt's post-treatment weight was 52.3kg after replacement fluid of 2100ml normal saline was administered. A 'dialysate pressure high' alarm occurred during treatment. At this time the pt has fully recovered.